Event description:
At about 1 month after primary, the patient came in reporting discomfort and instability due to a malpositioned femoral component. The surgeon revised the femoral component and poly, and added a femoral wedge. The surgery was completed successfully.

Manufacturer narrative:
At about 1 month after primary, the patient came in reporting discomfort and instability due to a malpositioned femoral component. The surgeon revised the femoral component and poly, and added a femoral wedge. The surgery was completed successfully. Batch review performed on 29-nov-2024: (B)(4) items reworked and released on 27-apr-2023. Expiration date: 2028-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: a malpositioned femoral component led to the revision of a tka few weeks after primary surgery. The very peculiar shape of the femur, visible on the contralateral leg, may have caused the difficulty. We have no immediate postoperative xrays available, so we cannot determine if migration of the component occurred. No reason to suspect a faulty implant in this case. Additional implants involved: gmk-sphere 02.12.e0311fr gmk-sphere tibial insert e-cross - flex 3r - 11mm (k202022) lot. 2340903: batch review performed on 29-nov-2024: (B)(4) items manufactured and released on 23-oct-2023. Expiration date: 2028-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.